Event description:
It was reported that the bd nexiva¿ closed IV catheter broke. The following information was provided by the initial reporter: staff safety issue we had a patient safety learning system (psls) event from an bd IV insertion set (B)(4) breaking. It's under psls ID (B)(4). I do not have the specific packaging/lot number but I do have the date/time it was found. Nov 12/19 between 1000-1030.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter broke. The following information was provided by the initial reporter: staff safety issue: we had a patient safety learning system (psls) event from an bd IV insertion set (bd 383557) breaking. It's under psls ID 1361616. I do not have the specific packaging/lot number but I do have the date/time it was found. Nov 12/19 between 1000-1030.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.